Manufacturer narrative:
UDI: (B)(4). Investigation summary: the complaint device was received at the service center and evaluated. There was no allegation of malfunction against the device from the customer, defects were identified during service evaluation. Per service reports, this complaint can be confirmed. During the service evaluation the following defects were identified: poor image quality. The device was however deemed non-repairable and was returned to the customer unrepaired. The faulty parts was identified as the root cause for the device failure during the service evaluation. Manufacturing record evaluation is not required as the reported event is not associated with the manufacturing process and/or the potential cause of the defect cannot be associated to manufacturing. At this point in time, no corrective action is required, and no further action is warranted. Depuy mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.

Event description:
It was reported by the affiliate in italy that preoperatively to an unknown procedure on (B)(6) 2021, it was observed that the hd arthroscope/sinuscope 4.0 mm x 30 deg x 167 mm (mitek lock) device had bad visualization. There were no adverse patient consequences reported. No additional information was provided.